Event description:
During the setup of the aspiration vacuum pump, before snapping the lid onto the canister, a crack was observed on the bottom of the canister. After the tech snapped the lip into place and then hooked the vacuum tubing to the canister, the vacuum gauge would only read -19inhg. The tech then removed the canister and replaced it with a new one from inventory. The new hookup received -25inhg.

Manufacturer narrative:
Technical evaluation: the tech testing this unit reported only being able to achieve a vacuum of -19inhg of pressure. During the initial testing at the manufacturer, this result was duplicated. However, once the caps were re-seated and the canister to pump tubing reconnected, a vacuum of -26inhg could be maintained indefinitely. Conclusion: the incident is confirmed as reported, however, the cause appears to have been the seating of the lids, sealing caps and tubes rather than the crack noted in the incident report. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.